Event description:
The customer reported 12-lead ECG v1 and lead I signal loss.

Manufacturer narrative:
The customer reported 12-lead ECG v1 and lead I signal loss. There was no report or indication of pt impact. The philips field service engineer evaluated the device, confirmed the symptom and resolved the issue by replacing the ECG connector.